Event description:
It was stated that the insulin pump was giving error alarms and a long, constant tone. The customer changed the battery, and the display is now blank. Troubleshooting was performed, and the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display followed by a constant tone due to a faulty liquid crystal display driver. Unable to verify the error alarm due to the blank display and constant tone.